Event description:
A female reported experiencing an injured eye and serious fungal infection, while using renu with moistureloc multi-purpose solution. She used two bottles (lot unknown) and a 2 oz. Bottle (lot gj4031 exp 09/2006). According to the physician, the patient presented to her office in 2006 with pain and irritation. The patient could not remove her contact lens and used an artifical fingernail to scrape it off. The physician diagnosed her with a corneal ulcer located in the central 4 mm of the left cornea. The ulcer was bacterial, not infectious. A culture was performed which showed no growth. The patient was prescribed fortified vancomycin at a dose of 1 drop in the left eye, every hour alternating with fortaz 1 drop in the left eye, every other hour. The patient had another appointment two days later and medical bills indicated that the patient was diagnosed with keratitis. The patient then had a follow-up appointment regarding the corneal ulcer two days later and again five days later. Medical bill dated 4/19/2006, indicated that the patient had a corneal opacity, scar in the left eye, keratitis (eye unspecified) and cataract nuclear sclerosis in both eyes. The patient was finally seen the following month for the corneal opacity, scar in the left eye. As of that day, the patient was still experiencing itching. Prior to the next thirteen days, the patient was still under treatment and was recovering with a visual acuity of 20/25, there was no decrease in visual acuity noted. The physician did not attribute the event directly related to a specific product.

Manufacturer narrative:
Chemical testing showed the returned sample met all shelf life limits. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.